Event description:
It was reported that the customer observed again maceration under the npwt bandages, which are highlighted on the feet. The product cannot be picked up because it was disposed of after changing the dressing. No batch number known since the problem occurred after changing the dressing. The wounds were all treated with an s-kit foam. The pump was set to constant suction with 120mm hg. The exudate was suctioned off and the film was only stuck twice where it needed to be (soft port and overlapping of the film). In the meantime, the patients are in a wheelchair, but not for the whole day, which could result in lymphatic fluid exudate. Skin protection is used generously. The npwt therapies were all stopped immediately and switched to another treatment in order to save the macerated skin.

Manufacturer narrative:
H3, h6: the device, used in treatment, is not available for evaluation. Per communication, the device was disposed of following its use. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found additional complaints for the issue reported in the past years. Our clinical review concluded: per e-mail communication, no further clinical information is available and s+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported events. The patient impact beyond the reported could not be determined based on the limited information provided. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. The associated risk file has been reviewed and contains multiple failure modes leading to mechanical dermatosis and maceration which includes but are not limited to, getting the dressing wet, dressing left on too long and exudate build up within the dressing. Without further information, the failure mode relating to this complaint cannot be narrowed down any further. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. Including therapy is to be stopped if maceration is observed. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.